Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our rep is reporting that a (B) (6) female with poor bone quality underwent an rc repair with the use of a versalok anchor for fixation; the date and time of this surgery is undefined. Subsequent to this procedure, the pt developed a "frozen shoulder" and was subjected to what is being described as "aggressive physical therapy". Consequently, the pt suffered an anchor pull out, the fixation device pulled out of the bone hole. A re-surgery was performed on (B) (6) 2010; at that time the surgeon noted that the cuff had healed adequately, however, the anchor was loose in the joint space. The surgeon cut the tethering suture and removed the anchor from the body. No further repair to the original surgery was necessary, and, this procedure was concluded successfully without further issue or harm to the pt. The rep states that the removed anchor appeared in a ...